Event description:
While pt was undergoing paracentesis, as the catheter was removed, it was noted that only approx 10 cm in length of the inner cannula was retrieved. X-ray disclosed a 10-12 cm length of radiopaque catheter lesion in the pt's abdominal cavity. Pt is awaiting liver transplant, and due to his overall health condition, will have the catheter segment removed at the time of transplantation.